Event description:
Information received by medtronic stated that the insulin pump was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged prime/fill anomaly and cosmetic damage (damaged pump) found on (B)(6) 2022. Insulin pump passed the self-test, displacement test, rewind test, prime/seating test, and occlusion test, however failed the basic occlusion test and force sensor test. No unexpected prime/fill anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed prime/fill anomaly alarms in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Force sensor zero offset within specification (23.0 mv). The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, customer allegation for cosmetic damage (damaged insulin pump) was confirmed during visual inspection where pillowing keypad overlay and scratched case was noted. Customer alleged for prime/fill anomaly was confirmed. Problem isolated to motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was loud clicking when delivering bolus. The customer reported that the insulin pump rattled when shaken. The insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.